Event description:
Device malfunction: premature, partial deployment. Time of malfunction: during unpackaging. Symptoms/ae: na. It was reported that during unpackaging, it was noticed that the xpert stent was partially deployed in the package. The device was not used in the body and there was no pt involvement. Though requested, no additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the finished device lot history record did not reveal any non-conformity, which could have contributed to this complaint.